Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer states she was taken off the insulin pump six months ago because of high blood glucose. Customer stated that there was no battery in the insulin pump currently and she does not have a battery to place into the insulin pump for troubleshooting. The insulin pump will not be returned for analysis.